Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 499 mg/dl. The other relevant blood glucose level was 352 mg/dl, 300 mg/dl, 250 mg/dl. The customer was treated with manual shot for high blood glucose. The product will be returned for analysis.